Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the procedure, the blue top of the obturator fell off. There was no patient involvement.